Manufacturer narrative:
The cartridge was not returned for evaluation. The provided video was reviewed. The cataract surgery is not shown. The cartridge and lens preparation are not shown. The cartridge nozzle and tip come into view. The lens is observed almost to the parting line. The cartridge tip is inserted into the incision and the lens is quickly advanced almost in the same motion. There appeared to be a slight override of the optic by the plunger. After the lens unfolds, a narrow strip of material is observed under the lens on the left side. The material is not removed. The lens remains implanted. The indicated associated lens model is qualified for use with the cartridge. The handpiece indicated is not qualified or use with any iol/cartridge combination. The viscoelastic used was not provided. It is unknown if a qualified product was used. Root cause: the root cause for the reported issue could not be determined. Based on the review of the video, the reported foreign material may have been internal coating material from the cartridge tip. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, there was no patient harm.

Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: root cause has not been identified. (B)(4).

Event description:
A physician reported a foreign material was confirmed after implanting an intraocular lens (iol). It is unknown whether it was adhered to the iol or the cartridge. The surgery was completed and the foreign material remains in the eye. Additional information is requested. There are two related reports for this patient. This report addresses the cartridge, and another manufacturer report will be filed for the iol.